Event description:
A patient with oral endotracheal intubation. A secureeasy endotracheal tube (et) holder was used to stabilize the et tube. Nurse went into patient's room and discovered that the secureeasy padded faceplate broke and had slid off to the side of the patient's mouth. The nurse immediately secured the patient's airway with no compromise to the patient. Examination revealed that the plastic piece that is located directly below the two short antenna-like projections broke (the area where the tube holder is connected to the bite block portion of the faceplate). Respiratory care staff reports that this is a new product which has been requested by facility's pulmonology group. This is the first and only failure seen in the first 100 or so that have been used thus far at this facility. The therapists checked the current case in the department and found the 15 devices remaining are very solid. They determined that it would take a considerable amount of force to break the device.